Event description:
Per the clinic, the patient experienced skin issues around the magnet site (specific date not reported) and was subsequently treated with topical and oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 24, 2022.